Event description:
A customer reported that the pump battery was depleting too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the pump was reset.